Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a wake button alarm, and button appears to be stuck. There was no impact to the customer's blood glucose level. No additional information was provided on the reported event.